Event description:
Elderly male with history of coronary artery disease and new onset of atrial fibrillation. While having a heart cath, the green sleeve did not expose and collagen did not release. Device was removed without know harm to the patient.